Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left colectomy procedure. The staples did not deploy and the last row of staples did not close correctly. The surgical time was extended by more than 30 minutes. The case was completed using a new reload. No patient injury.